Manufacturer narrative:
It was reported that the flow/bubble sensor (fbs) detected bubbles with none present and had drifting flow values while zeroing. The fbs was visibly damaged. The cardiohelp was swapped with another unit before usage. The failure occurred during priming. A getinge field service technician (fst) was sent for investigation. The customers tech staff was advised by the getinge ssu to replace the defective flow/bubble sensor. Meanwhile the defective flow/bubble sensor was replaced with another from the customers own. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message "arterial bubble detected" could be confirmed on the date of event. Further, the customer tried to remove the bubble alarm without success. The root cause for both failures "wrong bubble detection of flow/bubble sensor" and "flow values drift while zeroing" was determined by the fst as a physical damage on the flow/bubble sensor. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: wrong flow / no flow information e. G.: - defective flow sensor bubble intervention not working/wrong information: - bubble sensor defective / disturbed according to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Referring to the instruction for use (IFU) of the cardiohelp, chapter 5.3 "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. The review of the non-conformities has been performed on (B)(6) 2024 for the period of (B)(6) 2020 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2020. Based on the results the reported failures "wrong bubble detection of flow/bubble sensor" and "flow values drift while zeroing" could be confirmed. This complaint was found in the database of customer complaints for the cardiohelp device as a single event for the failure "wrong bubble detection of fbs" for the root cause "flow/bubble sensor has mechanical damage" (timeframe from (B)(6) 2023 till (B)(6) 2024) the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Event description:
It was reported that the flow/bubble sensor (fbs) detected bubbles with none present and had drifting flow values while zeroing. The fbs was visibly damaged. The cardiohelp was swapped with another unit before usage. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The customers tech staff was advised by the getinge ssu to replace the defective flow/bubble sensor. Meanwhile the defective flow/bubble sensor was replaced with another from the customers own. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.